Event description:
An IV pump sparked and then started to smoke while in use with a pt. Staff acted appropriately by immediately stopping the pump, disconnecting from the electrical source and the pt, moving the pt to a different room, activating the code red, and calling in the on-call biomed and plant operations. The fire dept arrived and cleared the electrical outlet. Biomed removed the equipment from further service. A different pump was available and the pt's tpn and ns were resumed with minimal delay. Biomedical inspection of the tubing and the pump revealed two issues. There is a crack in the tubing at the juncture of the cassette and piggy back port which allowed the fluid to leak from the tubing. It is unclear how the crack occurred and is under third party inspection. The outside case of the infusion pump has a crack that allowed the fluid to leak into the internal components of the pump. The pump is under third party inspection.